Event description:
Facility alleges at the beginning of treatment, a small crack was noted in the top of the arterial drip chamber, resulting in blood leaking from the chamber. Estimated blood loss 50cc's. Treatment was stopped and the blood line discarded. Treatment was restarted with another blood line and completed with no further problems reported. No serious injury or medical intervention reported as a result of this event. This event involved one pt.